Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a versacross connect for faradrive was selected for an atrial fibrillaiton procedure. During the attempt to gain transseptal (tsp) access to the left atrium, the physician made several attempts to advance the faradrive sheath and versacross dilator across the septum after obtaining rf wire access. Despite repeated efforts, advancement was unsuccessful. The physician removed the sheath and versacross dilator for inspection and observed that the versacross rf wire was bent, prompting the request for a replacement. No patient complications were reported. The procedure was completed. The device is not expected to be returned for analysis, as it was disposed of at the facility.